Manufacturer narrative:
(B)(6). (B)(4). This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) architect (B)(6) result was generated. An initial (B)(6) result of (B)(6) was generated. The sample was retested because (B)(6) and a result of (B)(6) was generated. A new sample from the patient was obtained and (B)(6) was generated. There was no report of impact to patient management.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Returns were not made available from the customer site; therefore, a retained kit of reagent lot 55073li00 was used to evaluate the sensitivity of the assay against control samples. All results met specifications with no false non-reactive results generated. Clinical sensitivity was then evaluated against commercially available seroconversion panels. All results met specifications. These results demonstrate acceptable performance of the reagent lot. The architect anti-(B)(4) ii assay package insert provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.